Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen became cracked and unresponsive, while blood glucose management remained unaffected, consistent with a hardware display failure of the pump system. Symptoms included no adverse clinical effects. Outcomes included device replacement and instructions to return the original device. Investigation included customer interview and troubleshooting, confirmation of addresses, shipping of a replacement unit, and user guidance on data syncing, device shutdown, and restart procedures. Investigation of this case revealed a damaged display rendering the touchscreen inoperable, with no alarms or performance issues affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display unrelated to device performance.